Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1290, awareness date 06-oct-2015). Essure was inserted on (B)(6) 2014. She noticed right away she began bleeding heavily. In (B)(6) 2015, she started having migraines with stroke like symptoms; she was in the ER at least 4 times (once being taken in an ambulance due to not being able to tell her name and being paralyzed on half her body which accorded quite often) from (B)(6). She was sent to see a neurologist who ran a bunch of test and all were normal. Only thing she could think of it was the coils were doing this; she was fine until she got them. She went to doctor that implanted the coils and she said she did see how coils in her tubes could cause an issue with her head but agreed to take them out by cutting her tubes out. She bled from time she was implanted until (B)(6) 2015. On (B)(6) 2015, coils were removed. She was put on medicine that made her have to stop breast-feeding her youngest child who was only (B)(6) at the time. She had horrible pains on right side. During surgery her doctor said the coil in her right tube felt out when she touched it. She has a piece that is embedded in uterus. According to her doctor, there is nothing wrong with having a piece of metal in her uterus. Since removal she did not have any more migraines with stroke like symptoms. Her bleeding has stopped; she only had 1 period a month versus bleeding every day of the month. The outcome of the event bleeding heavily was recovered / resolved. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding heavily (interpreted as genital bleeding), migraines with stroke like symptoms, she was in the emergency room at least 4 times (once being taken in an ambulance due to not being able to tell her name and being paralyzed on half her body which accorded quite often). She had her coils removed. During surgery her doctor said the coil in right tube fell out (interpreted as device breakage). She had a piece of metal embedded in uterus. Bleeding heavily and piece of metal embedded in uterus are listed in the reference safety information for essure. The other events are unlisted. All these events were considered serious due to their medical importance. The non-serious event coil in right tube fell out (device breakage) was amended to anticipated (listed) upon receipt of product technical analysis. Based on the pathophysiology of stroke and considering that essure has a local action in fallopian tubes, a causal relationship between migraines, stroke like symptoms and being paralyzed on half her body with suspect insert can be excluded. The exact date and mechanism of embedment are not known. No alternative explanation was provided for bleeding heavily. Considering the nature of the other events, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention, this case was regarded as incident. Additionally, non-serious event was added. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.